Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7079201.

Event description:
It was reported that one of the patients leads was fractured. No further information could be obtained despite good faith efforts.